Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center manager reported a patient with stage "3" diffuse lamellar keratitis (dlk) observed at two days post successfully completed lasik procedure of the right eye. Patient complained right eye was red, irritated, had a foreign body sensation. Reporter indicated the patient was placed on both topical eye drop and oral steroid dosage. The patient received a flap lift and rinse at a different co-management facility. The dlk was indicated as resolved at day nine post op.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).